Event description:
The following has been reported: biomed reporting a pump problem. Pump was dropped off at biomed shop "not working" unfortunately, no date/time or what the issue is. Not sure if the problem occurred during treatment or not. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (pressure sensor board). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump will not complete startup process. Pump problem alarm occurs. The pressure sensor flex cable connector on the main board was not securely locked during the manufacturing process. Over time, the connector "unlocked" and the connection failed. The number of rework operations was likely a contributing factor. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.